Manufacturer narrative:
No further information is available on the inspection of the device at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hillrom received a report that the device had a burning smell and was noisy. The device was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hillrom technician found the vest 105 needed to be replaced. The vest® airway clearance system, model 105 was developed to provide effective airway clearance therapy. The system consists of an inflatable garment attached to an air pulse generator that rapidly inflates and deflates the inflatable garment. This causes the chest wall to be gently compressed and released, which creates airflow within the lungs. This process moves the mucus toward the large airways where it can be cleared by coughing or suctioning. This type of airway clearance therapy is referred to as high frequency chest wall oscillation (hfcwo). Based on the investigation device visual inspection revealed that the pulse generator's left diaphragm was torn at the outer band, leading to the allegation. No evidence of sparking or fire was found. The technician replaced the controller vest 105 to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report that the device had a burning smell and was noisy. The device was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).